Event description:
It was reported to philips that the system displayed the message: "storage full, please delete exams, x-ray not possible". No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the ip-pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite and confirmed that the system displayed the error message: "storage full, please delete exams, x-ray not possible". During troubleshooting, fse found that the pc has 230vac on the power cord but has no power and not powering on, power supply in the frontal ippc (image processing pc) was defective. Review of the log file confirmed the issue. Fse replaced the ippc. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation confirms the issue and the cause of the failure was psu, no power to the unit. The codes were updated based on the investigation outcome. Evaluation method code was corrected.